Event description:
It was reported that the patient experienced a thumping sensation in the left ribcage. The diaphragmatic stimulation was reproduced in the clinic yet nothing was done due to the rarity of occurrence. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.